Event description:
Insertion of durata right ventricular (rv) lead. The placement was good. But the lead would not defibrillate the patient. The lead was removed and another lead implanted per the physician. There was no patient harm.